Event description:
It was reported that the customer was taken to the emergency room for acute gastroparesis and the flu. The caller stated that the paramedics were called because the customer glucose level dropped to 24mg/dl at the time they arrived. The caller believes that the cause of his low glucose level as adjustments made to the insulin pump. The customer was treated with glucose pen per doctor's instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.